Event description:
A report was received on 9/22/2002 that a doctor had implanted a memorylens in the patient's eye in 2000, which iol had opacified and was explanted in 2002. At exam in 2002, the patient's visual acuity was 20/25 os. The doctor's prognosis for the patient was marked as "excellent, doing well".